Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse cleaned all probes and drains. The cse replaced and aligned sample and reagent 3 probes. Quality controls and precision testing were run, resulting within range. The cause of the discordant, falsely low ca results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.